Event description:
It was reported the pt has phantom limb pain, and the scs system has not resolved his foot pain. The sjm representative interrogated the system, but the system was functioning properly. Programming was attempted, but did not resolve the issue. In addition, the pt reported he must turn the system off prior to taking a bath, or he receives a sudden jolt sensation. Follow up identified the physician had planned to manage the issue with medication.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.